Event description:
A sales representative reported on behalf of a customer that the as-ifs2, airseal ifs, 230v device was used in a robotic surgery with the da vinci xi surgical system gastrectomy on (B)(6) 2026, and ¿suddenly during the procedure, without any specific action or change in usage, the airseal unit shut down. When attempting to restart, the display showed the error message: ¿electronic error! Restart the device and contact service.¿ the unit was restarted, but the same error message reappeared. The device was restarted again with the same result. A different airseal unit was then brought in and connected using the same tubing set and port. The replacement unit functioned normally, and the procedure could continue as planned. The airseal system was used in airseal mode with an airseal tubing set and port.¿ further assessment found, "the gas loss must have occurred suddenly. At the same time, it is always difficult to assess exactly how the process occurred in retrospect, but in that case, they did not have time to remove the instruments. However, there was not any damage done." The procedure was completed with a delay of 5 minutes. There was no injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.